Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision on tritanium patella. Loose in bone. Surgeon used cemented patella for revision.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon patella was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: the device was not returned; however, a photograph was provided for review. The photograph shows a patellar component that is covered bodily matter. Nothing remarkable can be seen in the photo. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the records including the lateral view x-ray showing gross loosening of a patella component confirm loss of component fixation. Implant records confirm a revision of the patella component and tibial liner was performed. The root cause of this failure of fixation can not be determined from the information provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to loosening of the patellar component. The device was not returned; however, a photograph was provided for review. The photograph shows a patellar component that is covered bodily matter. Nothing remarkable can be seen in the photo. A review of the provided medical information by a clinical consultant indicated: "the records including the lateral view x-ray showing gross loosening of a patella component confirm loss of component fixation. Implant records confirm a revision of the patella component and tibial liner was performed. The root cause of this failure of fixation can not be determined from the information provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision on tritanium patella. Loose in bone. Surgeon used cemented patella for revision.